Event description:
It was reported that the dermatome's calibration was off, the blade was uneven, and the blade extended past the width plate. It is possible it is a padget blade. No injury or adverse consequences were reported as a result of this incident.

Manufacturer narrative:
The device was returned for evaluation, and it was determined that the fine adjustment cam was catching on the left side of control bar. This resulted in a low reading the .0030 setting. The device was repaired, recalibrated and reurned to the customer. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.